Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during hepatectomy, when removing the needle, there was a leak at the tip of the needle. Therefore the cooling could not be done between the needle and the mucosa. Stimulation was successfully delivered and patient was under anesthesia. The leaking did not stopped but the procedure was completed. The patient bled due to the needle without the need for transfusion. It was also noted that the patient was burnt.

Event description:
According to the reporter, during hepatectomy, when removing the needle, there was a leak at the tip of the needle. They discovered that after the thermoablation (after the extraction of the antenna), that it was cracked with a considerable leak of the coolant. Therefore the cooling could not be done between the needle and the mucosa. The generator did not give any alert message. Stimulation was successfully delivered and patient was under anesthesia. The leaking did not stopped but the procedure was completed. The patient bled due to the needle without the need for transfusion. The patient had a very large thermoablation zone with extensive lesions (thermoablation zone> 8 cm long axis) over the entire segment vii and a little on the vi with a pseudoaneurysm of the posterior pedicle of the vii. The pseudoaneurysm cracked and the patient was operated again to evacuate the hematoma. In addition, they had to em bolized the pseudoaneurysm in question. Currently (>1 month), the lesions had almost completely regressed. These lesions were related to a very high temperature at the end of the antenna, due to it was cracked. It was also noted that the patient was burnt.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during hepatectomy, when removing the needle, there was a leak at the tip of the needle. They discovered that after the thermoablation (after the extraction of the antenna), that it was cracked with a considerable leak of the coolant. Therefore the cooling could not be done between the needle and the mucosa. The generator did not give any alert message. Stimulation was successfully delivered and patient was under anesthesia. The leaking did not stopped but the procedure was completed. The patient bled due to the needle without the need for transfusion. The patient had a very large thermoablation zone with extensive lesions (thermoablation zone> 8 cm long axis) over the entire segment vii and a little on the vi with a pseudoaneurysm of the posterior pedicle of the vii. The pseudoaneurysm cracked and the patient was operated again to evacuate the hematoma. In addition, they had to em bolized the pseudoaneurysm in question. Currently (>1 month), the lesions had almost completely regressed. These lesions were related to a very high temperature at the end of the antenna, due to it was cracked. It was also noted that the patient was burnt. No further information available.